Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject resection sheath ceramic tip was broken. There was no patient involvement.

Manufacturer narrative:
D9: 11/17/2025

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cracked ceramic head malfunction: resulted from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject resection sheath ceramic tip was broken. There was no patient involvement.